Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had issues with their insulin pump. It was reported that the pump alarmed for compromised force sensor system alarm. It was reported that the pump would be replaced and returned for analysis. No further information provided.

Manufacturer narrative:
The pump was received with operating currents within specification, and passed the self test, unexpected restart, rewind and displacement tests. No compromised force sensor system alarms were noted. However, unable to prime during the prime test and motor error alarm during basic occlusion test due to a slightly loose drive support disk. The pump was received with a missing end cap sticker, a cracked reservoir tube, cracked battery tube threads and minor scratches on the lcd window.